Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the first stapler would not cut and the other would not open while the blade was still engaged. Opened a third device and it worked fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two powered lds¿ auto suture¿ powered ligating and dividing -15w titanium staplers opened by the account. Instrument one was received with one staple pair remaining. The staple was applied to test media. The staple was properly formed, but the knife did not cut. The instrument was disassembled to find a damaged knife blade and plastic jaw insert. Instrument two was received with nine staple pairs remaining. Functionally; the instrument was applied to test media; the knife cut completely and cleanly and the staples were properly formed. The instrument was slow to retract through the firing cycle. During this investigation, a secondary unrelated condition was identified as follows; instrument two was slow to retract through the firing cycle. Based upon the evaluations of the units it was determined the devices were not applied properly during the clinical applications causing the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the observed knife and jaw damage may occur when the instrument is applied over an obstruction. Replication of the slow to retract condition may occur when the device is not properly handled during the clinical process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.